Manufacturer narrative:
(B)(4). Sample availability is unknown; however, baxter is making additional attempts to obtain this information. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2367 alarm during the dwell on the homechoice machine(hc). The home patient (hp) also stated system error 2265 alarm occurred. The technical service representative (tsr) assisted the hp to cycle power twice to clear the alarms. The tsr advised the hp to start over with new supplies. The hp elected to finish therapy manually. The tsr advised the hp to let their nurse know about the event. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Additional information: baxter product surveillance contacted the home patient (hp). The hp stated that after starting over with new supplies therapy went well. The hp stated he did not notice anything unusual about the supplies. Therapy has been going well since. This report for a system error 2367 (resume error, critical error found) was not confirmed, as the sample was not returned. Based on the information gathered during baxter?s investigation, the root cause of the report was undetermined.